Manufacturer narrative:
Date of event: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device, as it was longer performing as expected. The anomalies led to an in-clinic evaluation, during which, a crack in the right cylinder connecting tube was confirmed. After approximately two weeks, the patient underwent a surgical procedure to remove and replace the right cylinder and the pump. The cause of the tubing crack was not reported by the medical staff. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device, as it was no longer performing as expected. The anomalies led to an in-clinic evaluation, during which, a crack in the right cylinder connecting tube was confirmed. After approximately two weeks, the patient underwent a surgical procedure to remove and replace the right cylinder and the pump. The cause of the tubing crack was not disclosed by the medical staff. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this ipp cylinders and pump underwent a thorough analysis. The cylinders were visually inspected, microscopically examined. Both cylinders had wear at folds in their proximal ends and along the cylinder bodies; both cylinder had sharp instrument damage in the cylinder body and one of the cylinders had a leak in the kink resistant tubing (krt), these anomalies likely occurred during explant procedure. Due to the identified damage, the cylinders were not pressure tested. The pump was visually inspected, microscopically examined, and functionally tested. No leak was identified and visual analysis determined krt wear; however, this did not likely affect performance. The pump did not pass functional test. Product analysis was unable to confirm the krt crack reported; but it confirmed a pump anomaly which is likely to have affected the performance of the ipp.